Event description:
In 2003 - diagnostic and operative arthroscopy right shoulder, arthroscopic posterior labral debridement, arthroscopic anterior suture capsulorrhaphy and capsular reconstruction. Painbuster in the right shoulder joint, injected the joint w/ 0.5% marcaine w/ epinephrine. In 2007 - right shoulder resurfacing hemiarthroplasty-humeral head was noted to be completely devoid of any cartilage w/ considerable roughness and erosion about the entire head. Dose or amount: 300 cc. Frequency: over 4 days. Dates of use: 4 days in 2003. Diagnosis or reason for use: right shoulder instab/labr tear.